Event description:
It was reported on (B)(6) 2009 that the kinair medsurg power cord allegedly began to smoke upon plugging it into the wall outlet. There was no report of an injury to the pt or healthcare facility staff.

Manufacturer narrative:
The unit was returned to kci quality engineering and a device eval was performed. Eval of the device revealed that the power cord plug had been damaged. The "line" prong for the power cord was slightly scorched and melted in appearance. According to kci quality engineering, there was no evidence indicating that an open flame had occurred. Both the ground prong and the neutral prong remained intact. No other damage was noted to the unit. The unit was tested per quality control procedures on (B)(6) 2009, prior to delivery to the account, and the unit met specs, including inspection of the power cord for damage.